Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the cause of the por message and overheating message was not determined. Actions/intervention taken to resolve the por message and overheating message was technical services guided the patient over the telephone on how to clear the por message using their programmer. It was indicated that the por message and the overheating message had not been resolved. The patient weight at the time of the event was not reported. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; crts (B)(4) (con): patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient saw a power on reset (por) message when they were trying to charge the implantable neurostimulator (ins) on (B)(6) 2018. This was not related to an overdischarge. It was noted that the patient had a cat scan on (B)(6) 2018 and felt stimulation suddenly shut off. It was reported that stimulation had not worked and had been off but now they were starting to hurt. During the call, the por was able to be cleared. The patient programmer showed that the ins battery was show. A charge session was able to be started, stimulation was turned back on, and it was confirmed that the pain was resolved. No further complications were reported.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient was in a car accident on (B)(6) 2018, the patient drives a semi-truck and ran into a car and smashed a guard rail. The rep reported that the patient claimed that he hit the neurostimulator (ins) during the crash and since that time, got a power on reset (por) message on the patient programmer (pp). The rep reported that the patient kept getting the same por message on the controller. The rep thought the patient was getting effective therapy. The rep also reported that the patient gets the overheating message when recharging. The rep reported that they patient was going to see a healthcare provider (hcp) on (B)(6) 2018 and the rep was going to try and see the patient at that time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.